Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Please reference related manufacturer report nos: 2015691-2020-11171, 2015691-2020-11172, and 2015691-2020-11215.

Manufacturer narrative:
This is one of four manufacturer reports being submitted for this presentation. To date, additional information has been requested regarding the reason for the valve in valve procedure but has not been received. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event. The reason for the patient requiring a valve in valve is not available at this time. There is insufficient information to determine if the event is related to a device malfunction. Due to insufficient information provided, a root cause cannot be confirmed. It is possible that patient factors and co-morbidities may be contributing to the patient¿s planned valve in valve procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(4) affiliate, information was obtained through a presentation titled "how to prevent stroke?", from 2020 pcr tokyo valves. The presentation revealed that during the transapical tavr procedure with a 26mm sapien xt valve, a valve in valve procedure was executed for unknown reasons. Additionally, a stroke was confirmed after the tf tavr procedure. It was unknown if the event was symptomatic. The outcome was not reported and unknown.